Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed with no message displayed. It was reported that the issue occurred while in use and that the patient had a backup pump to continue infusion. It was reported that the medication was administered via intravenous therapy. No adverse patient effects were reported.